Manufacturer narrative:
One device was received for evaluation. Visual inspection found a lifted downstream occlusion (dso) seal. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the root cause was due to unfinished software installation. The software was downloaded, and the dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device had failed firmware. There was no patient involvement and no patient harm/adverse event reported.